Manufacturer narrative:
(B)(6). The device was manufactured september 28, 2016 ¿ september 30, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors did not flow after filling. There was no patient involvement. No additional information is available.